Event description:
It was reported that during preparation for a biopsy, the device would not fire during a dry fire attempt. Another device was used to perform the procedure. There was no patient involvement.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample was returned with the stylet was in the ready (primed) position; however, the cannula was not primed/retracted. The stylet was not retracted as it should have been. Loose particles could be heard within the device. There were no visual anomalies noted on the sample. The sample was tested by attempting to twist the rotational knob once the device would not prime. Further functional testing could not be performed. The sample was disassembled and the internal components were examined. The cannula hub including the tangs were found to be broken. The investigation in confirmed for a break, as the cannula hub including the tangs were found to be broken. The investigation is inconclusive for failure to fire, as the device could not be functionally tested due to the broken components. The root cause for this event was determined to be supplier related due to to over-processed resin. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.